Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experiencing fatigue and shortness of breath, presented to the hospital. Upon interrogation, the pulse generator exhibited loss of ventricular capture and backup vvi operation. The device was explanted and replaced on (B)(6) 2014.